Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging that the ultra meter reverted to the set up mode. She mentioned that after the alleged reported issue began, she felt dizzy and light headed 10 days later ((B) (6) 2010). She went and self-treated with more food/drink. She did not seek any medical attention or contact her physician for assistance. This was not the first time the product was being used. The patient mentioned that the reported issue began after the batteries were removed/replaced. The issue was resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the reported issue, she developed symptoms suggestive of hypoglycemia and had to self-treat with food/drink.